Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 7th june 2010 and performed to specification, alongside random manual power ons, up to the 12th june 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups two of ten minutes duration on the last log entry on the 16th june 2016. Investigation found the fault can be attributed to membrane failure. The multiple manual power ons may indicate the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.